Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018; 5867-3m adaptor, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was capped and replaced. A moderate hematoma was post-operatively observed at the cardiac resynchronization therapy defibrillator (crt-d) implant site along with swelling and bruising. The incision appeared intact but the patient was placed on antibiotics for a week to reduce risk of infection. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.